Event description:
On (B)(6) 2013, the lay user/patient's spouse contacted lifescan (lfs) canada alleging that the patient's onetouch ultra2 meter would not power on. The complaint was classified based on the customer service representative (csr) documentation. The patient's wife reported that the alleged power issue started on the morning of (B)(6) 2013. The reporter informed the csr that the patient manages his diabetes with oral medication(s). It is not known if the patient made any adjustments to his usual diabetes management regimen as a result of not being able to test with the subject meter. The patient's spouse claimed that afternoon, at approximately 3pm, the patient developed symptoms of "sweaty and weak" and she treated the patient with cheese and sugar. At the time of troubleshooting, the csr noted that the subject meter's batteries had not been replaced as recommended in the owner's booklet. At the time of the call, the reporter switched the batteries out and it was noted that the subject meter powered on. Replacement products were sent to the patient. The subject meter was requested to be returned. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged power issue started.